Event description:
In 2005, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. Following an arthroscopic procedure of the shoulder, the patient was reported to have sustained two second degree burns appearing as streaks to the anterior portion of the upper arm. The burns were treated with a topical ointment. The patient is reported to be doing well. No additional procedures were required to treat the patient.